Event description:
The customer reported via phone call that the insulin pump had a motor error alarm after bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level was 394 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime/delivery test due to faulty back pressure sensor. Unable to finish occlusion test due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.